Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument had a burn near a steel cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The thermal damage was first observed after the procedure. The surgeon did not specify what they believed caused the thermal damage or any arcing event. The instrument did not collide with an energy instrument during the procedure. Arcing was not observed during the procedure. A prostatectomy was being performed. Scissors and prograsp forceps instruments were also in use. The arcing appeared to originate from the instrument in question. There was no injury to the patient. The instrument is available for return to isi. No images are available for isi review.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Visual inspection was performed, and thermal damage was observed on the bipolar yaw pulley near the grip cable. Electrical continuity was performed and passed. Additional observations not reported by site include that the instrument was found to have mechanical indentations on the bipolar yaw pulley. The instrument was found to have damaged conductor wire insulation at the bipolar yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentations on the yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.